Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Correction(s): d4. Lot number: k11241114 0602. H8. Was updated to initial use of device. H11. Analysis and conclusion: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.